Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon was inserting an 13.2 mm vticmo13.2 implantable collamer lens, -7.0/+0.5/99 diopter in to the patient's right eye (od) and the lens tore during injection. The lens was not implanted. Another lens was implanted on (B)(6) 2016 with the same length, different model and diopter and the problem was resolved. The patient's post-op corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found the optic was split and the haptic was broken. Work order search: no similar complaints were reported for units within the same lot. Corrected data: the patient's post-op best-corrected visual acuity was 20/20. (B)(4).